Event description:
Additional information received from a manufacturer representative reported the patient alleged her device turned itself off. The patient kept a diary and this had occurred four (4) times in the last month. Information received from a representative on 25-may-2016 reported impedances were all normal. The patient had a fall in august on her steps and fell on this device. Further information reported the patient was being sent for imagining to rule out migration.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) reported that the patient did not keep a diary but said the stimulation turned off 4 times in 4 weeks. Last saturday and the previous tuesday being two of those times. They looked on the diary day and stimulation was noted to be on all day/night. It was confirmed that the time in the clinician programmer (cp) was correct. It was noted that it was correlated to the patient¿s claims to a type of munchausen syndrome. They checked the diary information, which showed that the stimulation was on during the times when the patient claimed it was turning off. There was no evidence that stimulation was actually turning off. The patient had a different story each time she was in for an appointment. Prior to this the patient claimed that the implantable neurostimulator recharger (insr) was not working but the reps confirmed that there was not a problem with the insr.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported patient code should be deleted and replaced per additional review of the file. (B)(4).

Event description:
Additional review of the file showed the related patient symptom of feeling the stimulation turning on and off.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that the device had been turning off by itself. The patient stated that they confirmed this by looking at the patient programmer and the stimulation off icon was displayed. This had been occurring intermittently for the past 6 months, starting in (B)(6) 2015. The patient stated that this issue was not related to positional movements, no error codes were seen, and that the patient programmer as correctly confirmed the implantable neurostimulator (ins) status. The manufacturer representative checked the usage data on the physician programmer for the patient's ins and saw that it had 100% usage and stimulation turned on. There were no symptoms reported. The patient was going to keep a diary of when they noticed the stimulation was turned off and compare it to the physician programmer data at their next appointment that was scheduled for (B)(6) 2016. Additional information has been requested regarding cause, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.